Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system had no trend data available because minute ventilation (mv) had been programmed to passive or off due to known right ventricular (rv) lead noise, but the health care professional (hcp) wanted to program the mv sensor back on to a low activity level. The patient was currently in a wheelchair and completing physical therapy to starting to walk again. The accelerometer was currently programmed on, and the hcp did not wish to make changes to the accelerometer. A routine check of impedance and threshold measurements was completed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter details. Additional information was unable to confirm the initial reporter's last name, and it was clarified there was no pacing inhibition or oversensing. Should additional information become available this report will be updated. Removed device code a070909/over-sensing and removed impact code f10/inadequate/inappropriate treatment or diagnostic exposure.

Event description:
It was reported that this pacemaker system had no trend data available because minute ventilation (mv) had been programmed to passive or off due to known right ventricular (rv) lead noise, but the health care professional (hcp) wanted to program the mv sensor back on to a low activity level. The patient was currently in a wheelchair and completing physical therapy to starting to walk again. The accelerometer was currently programmed on, and the hcp did not wish to make changes to the accelerometer. A routine check of impedance and threshold measurements was completed. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the rv lead noise was observed when the patient's right reached across the patient's body, and there was no oversensing or pacing inhibition associated with the reported rv lead noise. It was noted that impedance and threshold measurements were stable, with no changes in sensing. This rv lead remains in service. No adverse patient effects were reported.